Event description:
Reporter alleged obtaining discrepant blood glucose values of 350 mg/dl back to back with a result of 119 mg/dl when tests were performed within 5 minutes of each other on the active s system. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement was sent.